Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient was planning on having the device explanted, but no date had been chosen as of the day of the report. The patient noted that she no longer was experiencing her chronic pain, due to losing a bunch of weight and had not been using the neurostimulator in the prior four months. It was noted that the patient had some pocket discomfort due to losing the weight. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 3550-29, lot# n282209, implanted: (B)(6) 2012, product type: accessory. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer. Patient product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Additional information received reported that the patient experienced a loss of stimulation/therapeutic effect. The loss of stimulat ion/therapeutic effect was unknown. Actions required as a result of the event included explant. The doctor explanted the patient¿s system completely. The patient reported a loss of therapeutic effect during an unknown timeframe. The patient experienced less than 50 percent therapy relief. The patient was doing fine and there was no additional information.